Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a knee procedure, the surgeon could not get the tibial insert to seat in the tibial tray. The surgery was completed with another tibial insert after a short delay. No known adverse event was reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Implant was returned and examination of the returned part shows sign of damage such as nicks and gouges on the inferior side of the part and railing is also damaged. No major damage observed on the superior side of the part. Dovetail feature is observed to be compressed on one side and flared out on other side. Dimensions were found to be conforming where measured. DHR was reviewed and no discrepancies relevant to the reported event were found. As the dovetail feature was observed to be compressed on one side and flared out on the other side of the dovetail, the root cause is attributed to surgical error. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.